Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial connector portion of the lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Additional findings unrelated to the event noted a full breached outer insulation degradation was found adjacent to the connector boot. The inner insulation was not damaged in this location.

Event description:
This report is to advise of an event observed during analysis.